Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) and rtos (real time operating system) boards were evaluated and reseated. The ups battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.